Event description:
It was reported that during a low anterior resection, the device had been fired. The pa was instructed by the surgeon to squeeze the handle twice. The anastomosis was checked for leaks and there was an incomplete distal donut. Sutures were used to repair the leak. The patient got a temporary diverted ileostomy to give the area time to heal. After 90 days, it will be reversed. The patient is currently okay. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the cb5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking through the case when instruments were inserted. There was a minimum to no torque involved. A second insufflator was utilized to complete the procedure without any impact to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.